Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that during the posterior cervical spinal fusion procedure the breakage was caused when trying to set the plate. The shape of the patient's bone (roundish) cause bending to be performed too roughly.

Manufacturer narrative:
Investigation: used test and analysis equipment: keyence vhx-600 d digital microscope. Panasonic dmc tz8 digital camera. We mad a visual investigation of the implant. Aside from the crack, we noticed some scratches and impacts. In the next step we made a microscopic investigation of the crack. Here we found the typical hints of a brittle breakage. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. Conclusion and root cause: the root cause for the problem is most probably user related. Rational: the investigation showed the typical signs of a brittle breakage, caused by pull and excessive bending of the plate. There are notes in the IFU to avoid scratches and excessive bending. No CAPA is necessary.